Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.207"- 0.501". A visual inspection displayed signs of missing material. The missing material was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage observed. The instrument did not collide with any other instrument or tool during the procedure. The issue occurred during instrument removal and the instrument was not removed with the cannula. The port incision was not increased. Upon final removal of the instrument, the wrist was not straightened, the surgical staff felt resistance upon removal of the instrument through the cannula and damage to the instrument was noticed after the event occurred. The fragments were retrieved with laparoscopic grasper. All fragments were retrieved, and there was no additional surgical procedure required to remove the fragment. The reporter was unable to confirm if post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis testing as of the date of this report. A review of the provided image was performed by an isi failure analysis engineer. The image shows a sureform stapler instrument with a damaged wrist cover. The internal components of the instrument wrist can be seen where the material is not present. The missing piece of the wrist cover was not included in the image.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler allegedly got stuck in the port and the customer cut the "black sleeve" upon instrument removal. It was further reported that fragments fell into the patient and were retrieved during the same procedure. The procedure was completed.